Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: pumps with unknown serial numbers were not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. Review of sterility certificates could not be conducted since the serial numbers are unknown. There is insufficient information regarding the reported "pump stops/failures" events. As a result, the reported "pump stops/failures" events could not be confirmed. Based on the investigation conducted, there is no evidence to suggest a device malfunction caused or contributed to the reported events. Based on the risk documentation, possible causes of the reported vad stop events can be attributed but not limited to a physical disconnection of the driveline from the controller and/or intermittent connection between the driveline and controller. Possible clinical factors that may have contributed to these events include the patients¿ pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patients¿ complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/55 years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcome of patients on heart transplant list treated with a continuous-flow left ventricular assist device: insights from the trans-atlantic registry on vad and transplant (traviata). International journal of cardiology; 324:122-130. Doi: 10.1016/j.ijcard.2020.09.026. Pmid: 32950592 additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed differences in clinical outcomes among patients on vad support tracked in a multinational registry involving three united states and seven european medical centers. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reports patient deaths while on vad support, due to hemorrhagic/ischemic strokes, infections/sepsis, right ventricular failure, multiorgan failure, gastrointestinal bleeding, pump thromboses, pump stops/failures, myocardial infarction, surgical-related causes and other unknown causes. The status of the vads is unknown.